Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor (vp), and two (2) endoscope controllers as one of them had a flickering image and the reported issue was resolved. All connections on the core were reseated. The system was tested and verified as ready for use. Isi has not received the units involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure after surgical ports placement, the customer reported a non-recoverable fault 307, which was temporarily resolved after performing a hard power cycle. However, the site had a history of experiencing the same error, and the customer later called back to confirm that the issue had recurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that a part replacement would be necessary. There was no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the procedure was not converted. The procedure was related to gynecology.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, error 307 (a node configured to be present stopped responding) was found, confirming the failure occurred in the field. Visual inspection, the video processor (vp) came back with no air filter or bezel. The vp was installed onto the system where the component functioned as expected. The system was set to run 10 power cycles and sat idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The endoscope controller (ec) (sn (B)(6) was installed into the golden system where the system failed to detect ec upon start up and error 307 occurred in normal mode. Then the system was set sitting idle for 10 minutes. Once testing was completed, the ec node was still not present and would not detect. Upon visual inspection of the ec (sn (B)(6), quad small form-factor pluggable (qsfp) found damaged and detached from dual camera interface board (dcib), possibly related to the reported event. The ec was installed into the system where the system failed to detect ec upon start up and pinged error 307. Then the system was set sitting idle for 10 minutes. Once testing was completed, the ec node was still not present and would not detect. The complaint was confirmed based on failure analysis. The root cause is attributed to a faulty dual camera interface board (dcib) in the ec.

Event description:
Refer to h11 for follow-up information.